Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Reprogramming resolved the oversensing. The patient was fine after the event.